Event description:
A report was received from (B)(6) stating that an 840 ventilator experienced a malfunction. The ventilator stopped cycling while in use on a patient. The patient was removed form the ventilator and place on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and inspected the device and replaced the proportional solenoid valve assembly (psol). The ventilator then passed extended self-testing and was placed back in service. (B)(4).